Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 16 years old and was last returned to the MFR for repair on (B)(4) 2012. Eval of the device determined that the ratchet gear was stuck on the end of the roller. It was also observed that the side plates, comb and roller were damaged. A test mesh and pre-repair calibration check were performed after the ratchet was removed from the roller and the device was determined to be within calibration specs. Also, three of the cutters, 2:1, 3:1 and 4:1, passed the test mesh acceptance criteria. The 1.5:1 cutter failed to produce an acceptable test mesh. The roller, roller gear, ratchet gear, side plates and comb were replaced and the ratchet assembly was lubricated. The complaint was likely caused by roller and ratchet gear damaged due to improper handling by the customer. The device was service and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher was not working properly. Through investigation, it was determined that the device had a bent comb. Despite multiple f/u attempts with the customer, no add'l info was able to be obtained regarding the reported event.